Event description:
It was reported that the ventricular lead warning triggered for low impedance. Therefore the ventricular lead was reprogrammed to unipolar and outputs reduced. Impedance improved and the ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.